Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with normal telemetry and output. Longevity assessment found the device was operating at end of service (eos) consistent with normal usage. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found in normal range. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.